Event description:
Pt returned to clinic for routine follow-up for study. Hcp unable to withdraw csf through catheter. Xray of catheter performed. Distal catheter appeared to have snapped, leaving one portion intrathecally and the other in the subcutaneous tissue.